Manufacturer narrative:
This product malfunction was originally reported under an alternative summary report. The sample has been returned and investigation was updated, which prompts evaluation and conclusion coding to be updated. As the alternative summary report has been revoked, the updated information (product investigation and coding) is being sent via this 3500a report. Evaluation summary: the lens was returned. A slight residue of solution was observed on the lens. One haptic is broken in the gusset area. The broken portion was not returned. The optic is scuffed. The broken haptic damage may have been interpreted as the reported complaint. Product history records were reviewed and the documentation indicated the product met release criteria. The reported damage was not observed. However, broken haptic damage was observed which may have been interpreted as the reported complaint. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, and the information of customer handling, the damage is most likely related to customer handling. This lens model is not a foldable lens model and would not be qualified for use with any cartridge. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an issue with an intraocular lens (iol) with a description of "optic broke." There was no patient contact and the procedure was completed. Additional information was provided indicating that the optic was broke upon handling but prior to loading.